Manufacturer narrative:
The returned sensors were evaluated. Visual inspection confirmed there was no physical damage. During evaluation the units failed continuity testing due to an open across the electrodes. The sensors were found to be defective. The sensors were returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor is broken once it is removed from patient use.

Event description:
The customer reported high readings. No consequences or impact to patient were reported.